Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 500 mg/dl. It was stated that large sized air bubbles were in the reservoir. It was stated that the customer became sick at night and the insulin did not bring down his high blood glucose. The customer had nausea, vomiting, and abdominal pain for two days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.